Event description:
This is filed to report the clip opening while locked and single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with posterior leaflet flail/prolapse. The first clip was advanced to the mitral valve. A grasp was made on the medial aspect of the valve and deployed. A few minutes after deployment, a single leaflet device attachment (slda) was observed. The clip was detached from the anterior leaflet. The physician suspected the slda was due to a combination of friable tissue and the clip opening while locked (cowl). It was reported that the clip had opened about 25-30 degrees post deployment. In addition, imaging noted that there was a chordal rupture. Two additional clips were implanted to stabilize the slda. After inspection of the leaflets medial to the first clip, the physician decided to use an amplatzer device to treat the remaining mr. The procedure was complete with a final mr grade of 3-4. The patient was stable and sent to recovery. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported unintended movement of clip open while locked could not be determined. The reported incomplete coaptation of single leaflet device attachment (slda) appears to be related to the challenging patient anatomy (posterior leaflet flail/prolapse) and the clip opening while locked (cowl). Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).